Event description:
The 3m precise disposable skin stapler jammed when the first staple was being applied to the skin. A subsequent "like" device was utilized without incident. Reason for use: post surgical skin closure.